Event description:
The customer reported the defibrillator was getting a defib failure/cycle power (df/cp) where cycling power did not clear the message. The error log showed error 1000. There was no patient involvement reported.